Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) inserted with a fully charged autopulse li-ion battery was deployed without issue. During patient use, the platform performed compression (with alternating pulse checks - platform placed on pause, and resumed compressions). Approximately 20 minutes during use, the point where the platform was placed on pause and the user performed another pulse check, an issue was observed. The user was unable to power the platform back on. Troubleshooting was immediately performed by ensuring that the battery was properly inserted inside the platform battery bay which resolved the issue the platform was able to power back on and used on a patient performing compression. The patient eventually achieved a return of spontaneous circulation. The reporter was unable to specify if the issue occurred during patient transport. No known impact or patient consequence was reported. Additional information from the customer, stated no issue with the platform during shift check prior to patient use. The battery used at the time of the event was tested and functioned as intended and found no issue.

Manufacturer narrative:
The reported event was unable to be reproduced during evaluation of the autopulse platform (sn (B)(4)). Review of the retrieved archive data found no session on the reported event date of (B)(6) 2017. The autopulse platform is a reusable device and was manufactured in 04 aug 2008. It has exceeded it expected serviceable life of five years and is approaching 10 years old. The platform was received with no physical damage. The device was functionally tested multiple times using good known fully charged autopulse li-ion batteries and operated as expected with a large resuscitation test fixture performing continuous compressions (approximately 15 to 25 minutes on each testing) without any issue observed. The device passed all final testing criteria. Additionally, the archive data also recorded that on (B)(6) 2017 the autopulse li-ion battery (sns (B)(4)) was inserted in the platform. The battery was not fully charged at 749 ma upon insertion. The platform performed compression for approximately 13 minutes and displayed a warning-1 low battery warning. The battery charge at this point was at 501 ma. Following this, the user exchanged to an adequately charged battery (sn (B)(4)) which resolved the issue. Per the autopulse hangtag - advisory codes description and action, warning 1- low battery warning message exhibit is due to the battery being in a low power state. Note that an autopulse platform inserted with a fully charged autopulse li-ion battery is known to provide continuous compression for approximately 20 minutes, more or less, depending on the stiffness of the patient's chest and the size of the patient. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) reported on (B)(6) 2017 and (B)(4) reported on (B)(6) 2017 were reported for the autopulse platform with serial number (B)(4) for the same reported issue. In all cases, the autopulse platform performed as intended.